Event description:
After treatment in the lips with juvederm ultra plus the patient experienced immediate painless blanching in the lower lip, which resolved within one minute. Later that day, the patient's whole lip was bruised black with a little bit of yellow. The physician's office staff reported it looked like the vascularity was compromised. Upon further follow-up with the patient it was noted the blackness faded and there was a little blister at the injection site, which has since fallen off. The doctor initially treated the patient with amica gel. Upon further follow-up with the physician it was noted the patient was prescribed keflex and acyclovir prophylactically. Allergan's approach to compliance is to resolve all doubt in favor of reporting. The patient's symptoms have resolved.

Manufacturer narrative:
(B)(4). Device evaluation summary: the batch number hv30536928 was released by qc according to defined specifications. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.